Manufacturer narrative:
At this time, complaint investigation has been completed and this record will be closed. If additional information to this complaint is obtained, the record will be re-opened for further evaluation.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.